Manufacturer narrative:
Device passed self test and displacement test. Device was programmed correct time or clock and monitor 11 days and no time or clock anomaly during testing noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had time clock anomaly. Customer stated the loss was greater than 3 minutes within 10 days. Customer stated loss was greater then 9 minutes within 30 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.